Event description:
The pt's physician cut the suture and when he removed the catheter, the same was incomplete and with an irregular edge. X-rays were taken which showed that the tip of the catheter was lodged in the right ventricle of the heart. Pt's attending physician consulted with surgeon who performed minor exploratory procedure in clavicle area, but unable to locate catheter. Pt's condition did not worsen as result of incident and continues hospitalized in pediatric intensive care unit. Consultation was also made to cardiologist.